Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding thread damage involving a trident window was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection confirms the reported thread damage. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been similar previous reported events. Conclusions: the event is related to complaints investigated under a CAPA. The CAPA identified the potential for cross-threading of the trial and mating cutting edge impactor/positioner during assembly which could contribute to thread damage over time. As a result, this device was made obsolete and a new design with different material was launched.

Event description:
The size 56 window trial was used during surgery and would not thread onto the inserter. It was determined that the threads on the window trial were worn down and trial was unusable. We opened another consigned tray to continue with the case.

Event description:
The size 56 window trial was used during surgery and would not thread onto the inserter. It was determined that the threads on the window trial were worn down and trial was unusable. We opened another consigned tray to continue with the case.